Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap adrenalectomy procedure, the active blade broke off and fell into the patient. The pieve was retrieved through the trocar. No adverse patient consequence reported.